Event description:
It was reported that the healthcare professional (hcp) requested a review of device data to confirm the device operation of this cardiac resynchronization therapy defibrillator (crt-d). Technical services discussed the presenting electrogram (egm), there were episodes of pacemaker mediated tachycardia (pmt), which were not real pmts. There was also noted intermittent loss of capture on the right ventricular (rv) lead and left ventricular (lv) lead. Reprograming efforts were performed. No adverse patient effects were reported. This product remains in service.